Event description:
Rptr had polyurethane silicone gel breast implants implanted to replace migrated double lumen implants. Within 2 months, she experienced lymph node swelling, difficulty swallowing, extreme fatigue, burning sensation across tops of shoulders & up sides of neck, muscle spasms in neck & back, muscle pain, sleep disorder, difficulty moving arms, numbness in fingers, swelling in hands & feet, difficulty concentrating, memory loss, peripheral neuropathy, deformity of breast, loss of sensation, & silicone gel granuloma attached to sternum.